Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The nurse stated that the patient became unstable requiring more levophed. The medical doctor stated that the patient had a saddle pulmonary embolism (pe). The patient was on heparin and heparin assay was therapeutic. The patient was given options to treat the pe and refused them all and withdrew support on himself. Support was withdrew and the next day the team was made aware that the patient had expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Peri-procedural adverse event (hemodynamic instability, pulmonary embolism): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation.